Manufacturer narrative:
This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements. The cause was thought to be due to lead movement to the pericardium. The pocket was reopened and the lead was successfully repositioned to the middle septum of the right ventricle. No additional adverse patient effects were reported.